Event description:
At 5 months after the primary procedure, the patient presented with an infection of unknown cause. The surgeon revised the shoulder from a reverse system to a hemiarthroplasty. The surgery was successfully completed.

Manufacturer narrative:
Batch review performed on 24 september 2025: reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k170452) lot. 2413114: (B)(4) items manufactured and released on 13-sett-2024. Expiration date: 01-sett-2029. No anomalies found related to the problem. To date, (B)(4) the items of the same lot have been sold with no similar reported event during the period of review. Additional devices involved, batch review performed on 24 september 2025: reverse shoulder system 04.01.0122 humeral reverse hc liner ø39/+0mm (k170452) lot. 2409942: (B)(4) items manufactured and released on 14-june-2024. Expiration date: 30-may-2029. No anomalies found related to the problem. To date, (B)(4) the items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0301 grs baseplate - ø24.5x20 +3mm (k213459) lot. 2408053: (B)(4) items manufactured and released on 03-july-2024. Expiration date: 20-june-2029. No anomalies found related to the problem. To date, (B)(4) the items of the same lot have been sold with no similar reported event during the period of review. Conclusions: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.